Manufacturer narrative:
The patient's pain, fever, and nausea were noted at the following facility: (B)(6). All other treatments occurred at (B)(6). (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was successfully implanted in a transgastric position to treat pancreatic walled-off necrosis (won) during a stent placement procedure performed on (B)(6) 2017. According to the complainant, on (B)(6) 2017, the patient presented with pain, fever and nausea. Reportedly, the patient's fever was treated with cefpodoxime and metronidazole. On (B)(6) 2017, the patient underwent an esophagogastroduodenoscopy (egd) and it was noted that the axios stent had migrated into the patient's stomach. According to the physician, the patient's pain, fever, and nausea were due to the stent migration. The migrated stent was removed from the stomach with rat tooth forceps. It was also noted that the transgastric fistula tract had ulcerated. As the patient's won had only partially resolved at the time of the migration, the physician placed two plastic pigtail stents to treat the patient's won and plans to perform a follow-up CT. The tract ulceration was treated with a high dose of pantoprazole. The patient's condition was reported to be improved and stable.